Event description:
It was reported that the brake on the device was difficult to disengage/engage. It was reported that there was an alleged injury in which a nurse thought she may have broken her foot and had to get her foot x-rayed.

Manufacturer narrative:
No component level defect was alleged with the device. The nurse received x-rays and tore her plantar plate (toe ligament) in her foot. The serial number of the device could not be identified. The sales account manager discussed proper ergonomics and training when activating the brake/steer pedal on these devices. The device could not be identified.

Event description:
It was reported that the brake on the device was difficult to disengage/engage. It was reported that there was an alleged injury in which a nurse thought she may have broken her foot and had to get her foot x-rayed.